Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the button contacts and a dim, faded, discolored display screen.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was missing from the pump. On testing, all the keypad buttons were normally responsive. The key contact cover was removed for investigation and revealed contamination under the contacts of all the button contacts. Additionally, the display screen was noted to be dim, faded and discolored.